Event description:
We received a medwatch stating the following: a patient was in the cardiac catheterization lab to have a pressure wire evaluation and possible stenting of her left main. The procedure was complicated by injection of a small amount of air into the left coronary artery. She became hypotensive and developed chest pain with EKG changes. She required CPR and 1mg of IV epinephrine. She then developed atrial fibrillation. She did not require intubation. She received IV lopressor to slow down her heart rate. The catheterization was completed. The patient returned to the cath lab a few days later for percutaneous coronary intervention of the left main and circumflex. She tolerated that procedure well. All tubing, sheaths, syringes, and other supplies were saved and examined immediately post procedure and then sent to central sterile supply. On discharge she did complain of chest wall tenderness from chest compressions. This was relieved with norco and valium. She was sent home with a prescription of norco as needed. The patient developed EKG changes and blood pressure dropped. It was suspected that air was seen on fluoro. With the engagement of diagnostic catheters, patient has inadvertent injection of small amount of air down her left coronary artery.

Manufacturer narrative:
A system service check of the avanta fluid management system was offered; however, the site declined stating an injector check had been completed on (B)(4) 2012 and the unit was operating properly. A review of medrad field service reports does indicate a system service check of an avanta injector, serial number (B)(4), and confirmed the injector was operating within medrad specifications. Product analysis received a used multi-patient disposable set (mpat) and syringe from the site for this notification; however, the single patient administration set (spat) from the reported incident was not returned. The site reported single-patient administration set (spat) lot number 113701 was in use at the time of the alleged incident; therefore, a retain sample from the reported lot number was obtained for functional testing confirming the disposables were performing within medrad specifications. Additional applications training was offered to the site; however, the site declined stating additional training had been provided (B)(4) 2012.